Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the station and identified that drawer 6 had multiple cubies showing duplicate cubie errors, preventing recovery or ejection. The engineer installed screws to secure the position sensor, replaced the retractor cable, and addressed the pyxibus module controller failure by reseating rowboard cables to the drawer controller and cubie trays. Debris was cleaned from the bottom of trays and the drawer. After reassembly, the drawer functioned correctly in the es software, and the customer recovered all failures and reloaded medications in the pockets. While working on the station, the engineer also replaced four hardstops with broken red release levers in drawers 2-1, 2-2, 3-1, and 5-2. Additionally, the pyxibus module controller for drawer 4 was replaced due to a broken clip, and the plunger with a bent u-link in drawer 4-2 was replaced. The station was tested successfully, and the customer confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer six malfunctioned, and multiple pockets were failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.